Manufacturer narrative:
On 15-mar-2017, an fse was dispatched to the customer site to address the reported event. The fse found a defective cup pick assy and replaced and adjusted. The fse ran several cup transfer tests without error. The fse also ran qc and verified proper operation. The aia-900 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to a defective pickup arm. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported error 4153 (c trans overrun) with the ala-900 analyzer. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.